Event description:
A male pt with a slight funnel shaped proximal neck was considered to have a suitable anatomical form of aaa repair in 2008. The physician placed one main body and two iliac leg grafts. The procedure was conducted as labeled. A confirmatory angiogram revealed a proximal type I endoleak. The endoleak was not resolved by additional ballooning so the physician placed another manufacturer's stent. This resolved the type I endoleak but there was also noted a type ii endoleak.

Manufacturer narrative:
Event evaluation- still under investigation.